Manufacturer narrative:
G4: 20mar2020 b4: (B)(6)2020. The manufacturer¿s technical services (ts) confirmed the reported issue. After numerous attempts to obtain information on the repair of this device, this complaint is being closed. If further information is obtained, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25nov2019.

Event description:
The customer reported the battery light is flashing and the unit shuts off even when plugged in. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.